Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the reported issue could not be verified and its cause could not be determined with the available information; however, the complaint may be revised upon return of packaging or further information. Packaging materials were not returned for evaluation. The returned patella implant was verified to the product identifiers listed on the print and the measurements made are within specification. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the inner seal of the packaging was not completely sealed when opened. A different implant was used to complete the surgery.